Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of power button stuck was confirmed. In addition, an e204 focus message was displayed due to a faulty printed-circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center power button is stuck in the on position. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the immobile power switch/button could not be identified. However, it is likely the cause is related to the design change of the power switch. The design of the power switch was changed to improve its resistance/damage tolerance. The product was produced before the power switch design change measures were made. Olympus will continue to monitor field performance for this device.